Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 34.0, 53.0, 73.0, 91.0, 95.0, 117.0, 134.0, 137.5, 138.5 and 139.5 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). During functional analysis, the pusher assembly was unable to advance through its introducer sheath due to the kinks near the mid-joint. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock and the pusher assembly was kinked. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the mid-joint. If the mid-joint is moved proximal to the friction lock, resistance may be experienced during advancement. If the device is forcefully mishandled during advancement against resistance, damage such as kinks may occur. Further evaluation revealed additional pusher assembly kinks. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage (sah) using penumbra smart coils (smart coils). During the procedure, the physician placed two smart coils into the sah using a non-penumbra microcatheter. Next, the physician was unable to advance a new smart coil within its introducer sheath and after several attempts, the smart coil pusher assembly became bent at the proximal end of the introducer sheath; therefore, it was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.